Event description:
It was reported that, during reprocessing, the endoscope reprocessor wall filters and internal water filter had not been changed in 2 years. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.